Event description:
It was reported that the patient had previously felt a tugging sensation with stimulation down to her leg, and it turned out the lead had moved. The manufacturer's device registry showed that a lead was inactivated and a new lead implanted on (B)(6), 2008. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot# v066807 implanted: 2007-(B)(6) explanted: unknown; programmer model 3037 serial# (B)(4).